Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by abdominal pain, fever and cloudy effluent. The cause of the breach in aseptic technique was due to a disconnection of the transfer set at the ¿connection point between intermediate drain and titanium connector¿ which occurred on an unreported date. It was further stated that the patient then reconnected. This was identified during an unspecified step of peritoneal dialysis therapy. On the same day as the peritonitis onset, the patient was hospitalized for the event. One day later, treatment was initialed with biofazolin (2grams per 2 liters solution every 8 hours) and ceftazidime (2grams per 2 liters solution every 8 hours) ip (intraperitoneally) for peritonitis. Six (6) days after being admitted, the patient was discharged from the hospital and three (3) days later, treatment with biofazolin was stopped. At the time of this report, the patient was recovering from the peritonitis. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.